Event description:
It was reported the patient was unable to feel the stimulation and to establish communication with the external devices. A replacement charger was sent and the sjm representative confirmed the ipg was nonresponsive. Thus, the patient was scheduled for an ipg replacement.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.